Event description:
Technician doing the routine inspection and maintenance of baxter bard infusor, after returned from pt use. Noted crack(s) on clip holder that holds barrel of the syringe in pump. Has been an ongoing problem with pumps purchased, both new and old pumps. Technician replaced clips with appropriate part, obtained from MFR to repair. Reported to MFR.